Event description:
It was reported that this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited a red alert for a high shock impedance measurement greater than 125 ohms. Subsequent measurements were within the normal range of 95 to 100 ohms, jumping up at times closer to 125 ohms. The alert value in the remote home monitoring system was increased to 150 ohms and monitoring will be continued. The products remain in service. No adverse patient effects were reported.